Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a or e alarms multiple times, plastic chipping on reservoir compartment, full shutdown and no reboot. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had no delivery alarms, diminished battery life. Customer declined to troubleshoot with technical support. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.